Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with 425cc mentor smooth round moderate profile saline breast implant experienced left-sided implant deflation postoperatively. Deflation was confirmed by a healthcare professional. As a result, the patient underwent explantation and replacement with 350cc mentor smooth round moderate plus profile saline breast implants, catalog # 3502350, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2020.

Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. As per the receipt of the device, section d: suspect medical device information has been updated. Device evaluation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold on the posterior view. Leak testing was performed in accordance with mentor's procedures, and a tear was observed within the crease/fold, measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A second product was received (lot-271265). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).